Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, insulin pump error 63 alarm and pump error 4 alarm confirmed in the insulin pump history due to broken trace at u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they received insulin flow blocked alarm. Customer was able to complete insulin pump rewind. Customer stated the insulin exited. Customer stated that self test was passed. The device will be returned for analysis.